Event description:
It was reported that, during four separate procedures, the fiber broke and burned the hand of the attending surgeon. No further information is available pertaining to the individual cases and no information was provided indicating if treatment was required for the burns. No patient complications were reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it is probable that a fiber component became damaged contributing to the fiber break and subsequently to the user hand burn. According to the IFU, it is noted that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Therefore, it is a known risk associated with the device and procedure.

Event description:
It was reported that during a procedure, the fiber physically broke at least once, burning the hand of the surgeon. The fiber breakage had occurred previously totaling four times. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it is probable that a fiber component became damaged contributing to the fiber break and subsequently to the user hand burn. According to the IFU, it is noted that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Therefore, it is a known risk associated with the device and procedure.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that during a procedure, the fiber broke at least once, burning the hand of the surgeon. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.